Manufacturer narrative:
Age (years): 48.1 ± sd 14.3. Gender (female/male): 10/22 (all), 5/11 (group 1 & 2). Weight and ethnicity: information unknown/ not provided. Date of event: exact date not provided, article acceptance date is (B)(6) 2019. Lot number: information unknown not provided. Expiration date: unknown since lot number was not provided. UDI number: unknown since lot number was not provided. Implant date: if implanted, give date: not applicable as healon gv is not an implantable device. Explant date: if explanted, give date: not applicable as healon gv is not an implantable device. Therefore, it was not explanted. (B)(6). Device manufacture date: unknown as product lot number was not provided. Device evaluation: product testing could not be performed because the product was not returned. Therefore, a failure analysis of the complaint device cannot be completed and the reported event cannot be confirmed.. Manufacturing record evaluation: the manufacturing record could not be performed and complaint history were not reviewed since the lot number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Citation: grieshaber, c. M., pienaar, a., stegmann, r., access to schlemm's canal for canaloplasty: an intra-individual comparison of two dissection techniques. (2020). Acta ophthalmologica, 98: pp. E599¿e606. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: access to schlemm¿s canal for canaloplasty: an intra-individual comparison of two dissection techniques. A prospective randomized pilot study was done to compare a modified incision technique with classic scleral flap dissection for canaloplasty with canal expander regarding efficacy and safety. A total of 32 eyes of 16 patients with primary open-angle glaucoma underwent either deep lamellar dissection (scleral flap excision, group 1) (n=16 eyes) or by vertical cut-down incision (group 2) (n=16 eyes) to access the schlemm¿s canal. Both groups were injected with sodium hyaluronate (healon gv; abbott medical optics) with a microcannula into the lumen, and the canal is vasodilated. In group 1, 6.7% of the eyes did not reach a complete success of intraocular pressure (iop) <21mmhg at 18 months while in group 2, 6.2% of the eyes did not reach a complete success of iop <21mmhg at 18 months (n=1 eye). Intra- and postoperative adverse events in group 1 include peripheral descemet¿s membrane split (n=2 eyes) and microhyphema (n=2 eyes). Intra- and postoperative adverse events in group 2 include descemet¿s membrane split (n=1 eye), via falsa of the microcatheter (cannulation into anterior chamber) (n=1 eye), and transient intraocular pressure >25 mmhg (n=1 eye). There are no indications in the article of any interventions provided. Other jnj products were mentioned but no complaints were reported against them.